Manufacturer narrative:
(B)(4)

Event description:
Insurance agent called on behalf of a customer. The customer ran a blood test on the contour next ez. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. Further information was not provided. Product was not expected to be returned. Product was not replaced.